Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the second dialysis treatment, the legs of the catheter were collapsed and the dialysis could not be completed. The catheter was removed and a new device was placed. There was no reported patient injury.

Event description:
It was reported that during the second dialysis treatment, the legs of the catheter were collapsed and the dialysis could not be completed. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date, the quantity affected is one unit. Investigation summary: one 19cm d/l hickman dialysis catheter was returned for evaluation. Visual inspection noted that the blue hub extension leg was crimped. Therefore, the investigation is confirmed for a catheter kink. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.